Event description:
It was reported that a pump exhibited a cassette removed incorrectly alarm. There was no patient involved when the fault was discovered.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If the initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.